Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that following a radiofrequency ablation procedure a hematoma in the left groin near the left femoral vein was identified by CT scan. The hematoma was not visible during physical examination. It was also noted that the patient had a small drop in hemoglobin. Chest x-rays and echocardiograms were normal. The patient's hospital stay was prolonged. The patient is a participant in the victory af clinical study. No patient complications have been reported as a result of this event.